Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "top two rows of keys on the keypad have duplicate output", which was reproduced. The device evaluation confirmed the 2nd soft key, setup, (ok), #0, #1, #4, #6, #7,and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the (ok) key will occur following the selected key's function limiting the ability to navigate care areas, drug selection, and delivery parameter selections. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. (B)(4).

Event description:
It was reported that a spectrum pump's top two rows of keys on the keypad had duplicate output. It was also reported there was no patient injury.